Event description:
The customer reported that the system was reporting charger regulator failure. The system was booting with an error code displayed.

Manufacturer narrative:
The ge service rep arrived on site and made a rad exposure and found the battery dropping down around 177vdc and overtime was reported by the system. He replaced the system batteries and tested system by making multiple rad exposures. The system is working as intended.